Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the smoke/haze issue for the sterrad nx unit was reviewed for the prior six months from open date and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of the issue. The assignable cause of the smoke/haze issue is likely due to the oil mist filter. The field service engineer tightened/adjusted the part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The field service engineer identified the oil mist filter was loose causing the vacuum pump exhaust filter to emit a smoke/haze. The oil mist filter was adjusted/tightened to resolve the smoke/haze issue. Unit meets specifications and was returned to service. Initial reporter phone #: (B)(6). Asp complaint ref #: (B)(4).

Event description:
While onsite servicing the sterrad® nx sterilizer for another issue, an asp field service engineer (fse) discovered a smoke or haze emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.